Event description:
It was reported that after predilatation, the biliary herculink was inserted in the renal artery (contrary to IFU). It was noted that there was resistance during the first insertion and 1/3 of the stent passed through the lesion. An attempt was made to push a bit harder without force, but resistawnce was met indicating the need for additional predilation. When the stent delivery system was pulled back, the stent dislodged from its balloon but was still on the guide wire. A snare was used to remove the stent.